Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, ventricular-(sic) up to 395; ventricular tachycardia-nonsustained episodes collected due to lead noise oversensing. Concomitant medical devices: dvbc3d1 ICD, implanted: (B)(6) 2013; 6707-15 x 2 adaptor, implanted (B)(6) 2013; 5866-40m adaptor, implanted (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.